Event description:
It was reported to philips that the system's geometry may be off, which can impact c-arm movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported issue with geometry movement of the system. No service or technical support had been provided to the customer by philips, due to end of support status of the device. The codes were updated based on the investigation outcome.